Event description:
Asr revision;asr xl acetabular system - left;reason(s) for revision: pain; component malalignment; noise; alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - left, see update. Reason(s) for revision: pain. Reason(s) for revision: component malalignment, noise, alval/soft tissue reaction. Update : further reasons for revision, primary surgeon and hospital, lot number for stem product page as per (B)(4) received 23 nov 2012. Update - updated hip side taken from claimsuite dated 1st may 2013. Right side not left as previously stated. Update - marked as legal, added kid number and additional hospital. Taken from (B)(6) email dated 28th july 2014.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, claim letter alleges elevated metal ions, cracking noises of the prosthesis, discomfort, trauma, disfigurement, emotional distress, loss of amenity and injury. Doi: (B)(6) 2009; dor: (B)(6) 2012; right hip.